Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. Visual inspection of the returned product found no obvious signs of damage. The device was manufactured in 2017. A serial number was provided and the review of the manufacturing records for the listed serial number did not reveal any deviation from the standard manufacturing processes. A functional evaluation was performed by connecting the sureshot targeter to the sureshot interface unit. An error message was displayed which read, ¿sureshot targeter invalid or broken tool - please exchange.¿ thus, the stated failure was confirmed. The targeter is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. Our investigation found that the subject device has been previously evaluated for similar events and an upgrade to the targeter has taken place. A second generation targeter has been released and is available. Please reference device 71692851 when replenishing. The sureshot device user manual is available, identifying pre-operative requirements for use and troubleshooting suggestions if needed. No additional actions are being taken at this time; however smith and nephew will continue to monitor for future complaints and investigate further as necessary.

Event description:
It was reported that before surgery, sureshot was connected to the computer and display error " sureshot targeter invalid or broken tool, please exchange" the surgery was completed blind lock technology since no backup was available.